Event description:
It was reported from (B)(6) that the cutter/burr device would not "load" into the attachment device during surgery. There were no reported delays in a surgical procedure. A spare device was available for use with no further issues. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed that a raised piece of material was present on the shaft. Therefore, the reported condition was confirmed. It could not be determined whether this occured during manufacturing or at the customer facility. An assignable root cause was not determined. If any additional information is received, a follow-up will be sent.